Manufacturer narrative:
A ge oec svc rep investigated the issue and reformatted the cine hard drive and also replaced the external interface inc card for dicom transfer issues. The sys was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy sys had blinking/imaging issues, when cine fluoro was activated. Sys also would not sent pacs.